Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: did the retrieval of the cartridge alter the procedure? If yes, please explain. It is reported that the cartridge did not fall into the patient. Video analysis: based on the video evidence of the subject pse60a device, the event description that the reload was loose in the jaws and fell out can be confirmed. The likely cause is the incorrect placement of the retaining cap prior to loading.

Event description:
It was reported that prior to an unknown procedure, the health care professionals tried five reloads in the device and there was no proper audible feedback. The reload was loose in the jaws. The reload fell out of the jaws when trying to fire in the patient's body. A different device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.